Event description:
The following has been reported: the pump can't be used because of the continuous alarm air alarm is triggered. No impact for the patient and user. Device was not in use on the patient. Reporting as a conservative measure. No adverse effects were reported. More information is needed to complete the investigation.

Event description:
Device history record was reviewed and nothing was found related to the reported event. Device log history was reviewed. Several air alarms were identified but although this could confirm the reported event (air alarm), those information are insufficient to confirm a quality issue as alarms are designed to inform the user that the infusion needs to be attended. (Please see attached investigation report for details). The reported device was received in brézins for investigation. Once in brezins, external visual check found that the pump was dirty in certain areas. During functional test, the reported event was reproduced, the pump can't be used due to the triggering of the air alarm. Also, the quality control can't be performed. Internal inspection found a soldering issue on the ceramic air sensor. Therefore the reported event is confirmed and the root cause is probably due to a defective air sensor. Please be informed that an internal CAPA was opened in june 2025 to address the subject of "defective air sensors". To our knowledge this complaint is not being related to patient safety. This complaint is considered as: valid. The trend is: abnormal.